Event description:
It was reported that the patient presented to the hospital for a radiofrequency (rf) ablation. During the procedure, it was noted that the pacemaker was in backup mode. Programming changes were made. The patient was in stable condition.